Manufacturer narrative:
Device not available.

Event description:
It was reported that during a surgical procedure at the user facility a piece of the device broke and remained in the patient. There was no information available regarding patient involvement, delay, medical intervention, and adverse consequences.